Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male patient had irritation and broken skin all over his back. Follow up indicated that the patient's dermatologist advised the patient to use (B)(6).

Manufacturer narrative:
Device evaluation. There is no indication of device failure associated with this event. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device, including the blue(tm) defibrillator gel.